Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening and observed delamination of diaphragm valve assessed as adhesive failure and an opening assessed a cracked valve seat diaphragm valve. As per the investigation procedure, creases, wear abrasion and delamination of the plug strap disk shell were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.